Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon received, the battery charger would not power on. The cause of the battery charger not powering on was a flash memory failure (component u102 and u105) on the c/a board. The flash memory had an intermittent bga connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was submitted for FDA review on (B)(4) 2013 and is currently under review. No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger/modem.

Event description:
A pt service representative (psr) contacted zoll customer support while fitting a (B)(6) male, to report that the battery charger/modem would not power on. The pt was provided with a replacement battery charger/modem.